Event description:
First delivery system (catalog # 28-n4-36-199-32u, lot # 2207280156) could not be advanced into a very tight arch due to a small true lumen. Device was removed from the patient. Second delivery system (catalog # 28-n4-34-154-34u, lot # 2108140081) was then chosen due to smaller size. In position 1, as we were moving the graft up and around the very tight arch in the small true lumen and into the surgical graft, the graft started to auto deploy the top stent. We then went to step 2 and deployed the rest of the graft. Patient outcome - "patient is doing fine."

Event description:
First delivery system (catalog # 28-n4-36-199-32u, lot # 2207280156) could not be advanced into a very tight arch due to a small true lumen. Device was removed from the patient. Second delivery system (catalog # 28-n4-34-154-34u, lot # 2108140081) was then chosen due to smaller size. In position 1, as we were moving the graft up and around the very tight arch in the small true lumen and into the surgical graft, the graft started to auto deploy the top stent. We then went to step 2 and deployed the rest of the graft. Patient outcome: "patient is doing fine."